Event description:
During a retinal procedure, the vitrectomy function of this unit was not able to be controlled. The foot pedal was exchanged with another and the procedure was able to be completed.